Event description:
It was reported that the user experienced a hyperglycemic event while using the ilet, characterized by persistent high blood glucose that did not resolve until manual intervention; the highest reported glucose was 354 mg/dl, the out-of-range duration was about six hours, the ilet provided high alerts, and resolution occurred after a subcutaneous insulin injection and changing pump supplies before reconnecting to the ilet. Symptoms included confusion. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction identified and supplies replaced as part of corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.